Event description:
It was reported that cadd solis vip ambulatory infusion pump - error when powered up, won't power off, during testing. No patient injury.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or broken upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the device alarmed constantly once powered up. Root cause of the reported event is unknown. Recommended to replace the main board due to the error code. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.